Manufacturer narrative:
Date rec'd by MFR: 10oct2019. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If the further information is obtain, this complaint will be re-opened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the rotary knob is not working, battery in use led is not working and questions the tidal volume. No patient involvement.